Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site and the customer subsequently went to the hospital. The customer consumed fruit juice to address blood glucose. The customer¿s blood glucose level was not provided. Multiple attempts were made to obtain more information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned